Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing of the device has started but is not yet complete. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image from the scope was lost during a laparoscopic cholecystectomy. The user restarted the device and it did not recover. After restarting again, the image was present and the procedure was completed with the same device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The reported phenomenon was confirmed and reproduced. As a result of disassembling the scope, there were no problems found with the solder condition and wiring. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the inner board of video connector breaking and causing the suggested event (blackout) since when the video connector internal board was heated, image abnormality occurred. It was further presumed that the failure occurred since the electronic components deteriorated over time due to energization stress during normal use and thermal stress of autoclave sterilization. Olympus will continue to monitor field performance for this device.